Event description:
The aus device was implanted sometime in 1/85. On 9/10/97 the entire device was removed from the pt due to "recurring incontinence - could not void any more at all - extreme atrophic urethra - long stricture."